Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m54f67. The analysis found that one sc60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastric bypass procedure, an sc60a was pulled and the device locked out at the first firing and would not fire. It is unknown what color cartridges were used at the initial firing of each device. Also unknown if buttressing material was used. There is no further information other than, they pulled a fourth device and complete the procedure with no patient consequence.